Event description:
It was reported the insulin pump alarmed low battery. During troubleshooting customer or spouse stated the device had alarmed failed battery test when replacing the battery. Customer was advised to clear the alarm prior to inserting a new battery. Customer's spouse was advised to check the battery cap for damage. Customer's spouse stated that customer refused to check as she has all ready changed out to many batteries. Customer's spouse was advised a replacement battery cap will be sent and to monitor the device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.